Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced increased incontinence with an artificial urinary sphincter (aus) during the five months previous to a consult with the physician. Approximately two months later, a surgical procedure was performed in which the existing aus was removed and replaced. Upon explant, fluid loss from an unknown source was noted, and air was present in the cuff. There were no further patient complications.